Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 74002, lot # n305395, implanted: (B)(6) 2012, product type adapter; product ID 37754, serial # (B)(4), product type recharger; product ID 748925, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3887-56, lot # l81426, implanted: (B)(6) 2003, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3887-56, lot # j0309657v, implanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
It was reported that the patient wanted someone to check their spinal cord stimulation (scs) system. It was unknown if the patient was having any issues with their scs system. It was noted that the patient had an appointment with their doctor the day following this report. Additional information received reported that the appointment was cancelled. The patient did feel stimulation all the time, but indicated that it was different than previously. The patient was feeling stimulation in the same location as always, noted to be the legs. The patient had fallen and wanted to make sure the scs system was okay before travelling. Follow-up was performed to determine if any troubleshooting had occurred, if the scs system was okay, and if the patient had any further concerns. This event will be updated if additional information is received.